Event description:
It was reported by the customer, during preparation for use for a colonoscopy procedure, the evis lucera elite colonovideoscope presented an e315 error message (no image) on the monitor. The customer could not confirm, but most likely the procedure was completed successfully with the same or a similar device and most likely there was no clinically relevant extension of the procedure and no injury or harm to the patient occurred. No patient harm reported. The device had been inspected prior to use. The facility had returned the device with a notation that the scope was contaminated with body fluids and not decontaminated due to the e315 error message.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Excessive fluid ingress was apparent inside the endoscope connector triggering the pink moisture indicators. Olympus was unable to confirm how the fluid had entered the instrument; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The light cover glasses were chipped. The distal end cap and colored ring were worn. The distal end adhesive was lifting. There was a hole in the switch button. The plug body was stained, and the labels were not legible. Additionally, the ethylene oxide valve was stained. The biopsy channel and brush passage were leaking. The up/down/left/right knobs were not to specification. The up/down angle had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. Due to inappropriate handling of endo therapy accessories, channel tube had leakage, water invaded device and abnormality in electrical components occurred. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." "If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." "If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.